Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019.

Event description:
Oxygen (o2) failure and damaged feet. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm

Manufacturer narrative:
Date received by manufacturer: 12 october 2019. Date of this report: 12 november 2019. The manufacturer¿s international service technician confirmed the reported fraction of inspired o2 (fio2) issue. The manufacturer¿s international service technician replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The gas delivery system assembly was tested and no failures were identified.